Manufacturer narrative:
The intellanav mifi open-irrigated catheter was returned to boston scientific for analysis. The complaint system signal quality and noise issue for intellanav mifi open-irrigated catheter could not be confirmed. Visual inspection found the tubing detached at the joint and for that condition it was not possible to perform a complete product analysis. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
Reportable based on analysis completed (B)(6) 2022. The intellanav mifi open-irrigated catheter was selected for use during a radiofrequency cardiac ablation procedure. It was reported that the potential signal was not stable during preparation. No damage and no patient complication were noted. The procedure was completed by using a different device. The device is expected to be returned for analysis. Analysis of the returned could not confirm the system signal quality or noise issue, however, device revealed the tubing was detached at the joint.